Manufacturer narrative:
Unit received with button error alarm and had intermittent up button response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker. (B)(4)

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer kayaking and falling into the river. Customer reported that as a result, a button error alarm was received and there was fluid under display screen. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.